Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfire.

Event description:
It was reported that a capio slim device was used during a pelvic floor repair - sacrospinous fixation procedure. During the procedure, two capio slim devices misfired. The first capio slim misfired and a second device was opened. The physician persisted in using the second capio slim device, which eventually had completed the procedure. There were no patient complications reported as a result of this event. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2024-21378 for the second capio slim device.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfire. Block h11: upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Visual inspection of the device did not reveal any damages. During functional inspection, when the device was deployed, the cage was unable to catch the suture. Dimensional testing of the device noted that the spring catch was not on specification. Based on the information available and analysis results, the reported allegation of device misfire could not be confirmed through product analysis. Furthermore, it was confirmed through analysis that the suture failure to release was related to the cage failure to catch the needle because the cage was out of specification; further investigation is in progress to address this observation. A conclusion code of cause traced to device design was assigned to this investigation.

Event description:
It was reported that a capio slim device was used during a pelvic floor repair - sacrospinous fixation procedure. During the procedure, two capio slim devices misfired. The first capio slim misfired and a second device was opened. The physician persisted in using the second capio slim device, which eventually had completed the procedure. There were no patient complications reported as a result of this event. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2024-21373 for the first capio slim device, and 2124215-2024-21378 for the second capio slim device.